Event description:
Facility did not receive the march 2008 recall notice from baxter healthcare regarding intralipid IV fat emulsion having incomplete moulded membranes in port saddle resulting in split/leaking administration ports. In 2009, a similar incident occurred when attempting to spike two intralipid IV bags. Intralipid product came out of the side of the ports. This was reported to baxter healthcare. Details regarding the recall were obtained. Two bags of intralipid fat emulsion bags were returned to baxter. These 2 bags did not have lots numbers from the original recall. Dates of use: 2009. Diagnosis: nutritional support.